Manufacturer narrative:
Isi has received the vessel sealer instrument involved with this complaint and completed investigations. A visual inspection was conducted and no damage to the instrument was identified. There was no bio debris found at the instrument's tip. The instrument was placed on an in-house da vinci system and tested. The instrument passed a self-test. The instrument delivered energy and cut with no issues. Isi has also received the other vessel sealer instrument (part 480322-07; lot m10170427-0109) involved with this complaint and completed investigations. A visual inspection was conducted and no damage was found. The instrument was placed on an in-house da vinci system for functional testing. The instrument passed a self-test and electrical continuity testing. In addition, the instrument delivered energy and cut with no issues. (Refer to the MDR with patient identifier (B)(6) for information regarding this vessel sealer instrument.) The erbe generator was also returned to isi and evaluated. Failure analysis could not confirm the customer reported failure that not enough power was applied to vessel sealer instruments. The site's system logs were reviewed with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, it was alleged that the vessel sealer instrument did not adequately seal unspecified tissue. There is no indication, however, that the patient experienced a serious injury due to the alleged instrument issue.

Event description:
It was reported that during a da vinci-assisted transverse colectomy procedure, 2 vessel sealer instruments were allegedly not sealing adequately. The surgical staff rebooted the erbe generator but the alleged sealing issues persisted. The initial reporter claimed that the target tissue was not larger than 7 mm in diameter. The initial reporter also claimed that audible tones indicating that the sealing cycles were complete were heard. The surgical staff called an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The alleged sealing issues were not resolved with troubleshooting. The surgeon then made the decision to convert the da vinci-assisted surgical procedure to traditional laparoscopic surgery. On (B)(6) 2017, an isi field service engineer (fse) performed a field evaluation at the site. Since the site had alleged that 2 vessel sealer instrument failed to seal, the fse replaced the erbe generator. The fse tested a new vessel sealer instrument with the replacement erbe. The new vessel sealer instrument functioned properly and as expected. On (B)(6) 2017, isi contacted the site's robotics coordinator and obtained the following information regarding the reported event: the first vessel sealer instrument (lot m10170427-0109) allegedly did not work from start. She stated that the surgeon used the vessel sealer instrument on omentum and after multiple attempts of sealing, the tissue was not blanched enough. Therefore, the surgeon was not comfortable enough to cut the tissue. The surgical staff replaced the instrument with a second vessel sealer instrument (lot m10170427-0061) but the alleged sealing issue persisted. During the reported event, the robotics coordinator indicated that there were no audible tones indicating that the sealing cycles were completed. She confirmed that there were no related system errors that were generated during the reported event. She also confirmed that the surgical staff rebooted the erbe generator prior to calling the tse for assistance. The tse recommended the surgical staff with swapping bipolar receptacles on the erbe generator but the alleged sealing issues persisted. At that point, the surgeon made the decision to convert to traditional laparoscopic surgery.